Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. A search on the shipment system was performed of the lots delivered to the patient, with a time frame of three months from 07/24/2017 to 10/24/2017; resulting in one potential product lot 17hr08083. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient stated during pd treatment he received a "sb supply bag lines are blocked" alarm and the patient realized that the small baxter bag (connected to the last green line) became disconnected from the adapter, leaked out and was now empty. The patient said he thought that the green line was securely connected to the baxter bag. He indicated that the connector became loose. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient called her to report the incident on 10/24/2017 and confirmed there was no injury and no overfill occurred. Per pdrn the patient used baxter supplies and reported the instance of the adp luer lock adapter detaching from the set during treatment. Per pdrn the patient was able to re-setup with supplies to complete treatment. Per pdrn there was no allegation of device malfunction against the set or cycler. The pdrn confirmed the patient was not required to come into the clinic and no adverse event occurred and no medical intervention was required for the patient. The patient was able to continue to complete continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler and adapters without further issue. The sample was discarded and was no longer available for evaluation.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient stated during pd treatment he received a "sb supply bag lines are blocked" alarm and the patient realized that the small baxter bag (connected to the last green line) became disconnected from the adapter, leaked out and was now empty. The patient said he thought that the green line was securely connected to the baxter bag. He indicated that the connector became loose. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient called her to report the incident on (B)(6) 2017 and confirmed there was no injury and no overfill occurred. Per pdrn the patient used baxter supplies and reported the instance of the adp luer lock adapter detaching from the set during treatment. Per pdrn the patient was able to re-setup with supplies to complete treatment. Per pdrn there was no allegation of device malfunction against the set or cycler. The pdrn confirmed the patient was not required to come into the clinic and no adverse event occurred and no medical intervention was required for the patient. The patient was able to continue to complete continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler and adapters without further issue. The sample was discarded and was no longer available for evaluation.